Event description:
The endoscope sheath was returned to the service center with a report of a malfunction. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the ceramic tip (insulation) was broken was found. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of stress problem. The most probable cause is component failure of the insulation. The insulation failure is mechanical component problem, but the cause of the insulation failure could not be determined. The most likely cause is that some excessive force was applied. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device